Manufacturer narrative:
Initial 4 of 4. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient was hospitalized due to infusion set cannula was kinked which led to hyper glycemia and treated with intravenous and fluids. The event occured on 24-sept-2025.